Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump was emitting call service alarms. It was noted that rebooting the pump was not able to clear the alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/21/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 04/04/2014 with the following findings: a review of the pump¿s black box history showed that multiple call service alarms were recorded on 02/13/2014. During testing, the pump powered on to the ¿verify¿ screen with audio tones and vibrations functional. Additional performance testing could not be performed due to a call service alarm that would not clear. During evaluation, the computer software was found to be corrupted. The pump was reprogrammed with a new software code and the pump was able to power on to the ¿verify¿ screen with no alarms occurring. The pump case was removed and no evidence of moisture/corrosion was found inside the pump. The transceiver flex was intact and secured to the printed circuit board with no evidence of cracked traces observed. Unrelated to the complaint, evaluation revealed that the display screen was dim.